Event description:
Meter was reading inaccurately high. The pt was getting readings that were in the 200's and 300's. They performed one comparison with the physician's meter. The pt obtained a result of 280 mg/dl on meter and the physician's meter read 140 mg/dl. The comparison was done within 10 minutes; however, meter to another meter is an invalid comparison. The pt did report that the test strips being used had an issue with strip dimension. This issue was not resolved with troubleshooting. The pt did not allege that any injury or harm occurred. The pt was unable/unwilling to state what unit of measurement the meter was in or the testing technique used. The case is being reported as a strip malfunction due to the test strip dimension issue. Test strips and control solution are being sent to the pt. No further information has been reported.